Event description:
A distributor from france reported an issue where the screen remained black, preventing access to the pump. There was no available information on the impact to the customer¿s blood glucose level. The distributor arranged for the device to be returned and planned to send a replacement pump.